Event description:
Ticket is related to execution of tsb 640-139, amp-detect optical adjustment upgrade procedure, which is performed to upgrade maintenance and diagnostics (m&d) 2303 on the alinity m system and to perform an analysis of the amp-detect units (adus) to determine if the board values are correct. For this serial number amp detect unit (adu) 2 indicated adjusted. Issue is associated with reportable field action (fa-am-dec2021-263). There is no patient involved with this MDR as the board adjustment was performed by the abbott field service engineer.

Manufacturer narrative:
Investigation into this complaint concluded it was related to a previously confirmed investigation. Complaint documents completion of tsb 640-139 and clearly indicated adjusted or failed for the adu board values. Urgent field safety notice / field correction recall (fa-am-dec2021-263) and a technical service bulletin were issued december 6, 2021 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on november 6, 2021. The following mdrs were also reported as related to fa-am-dec2021-263 (482-risk): 3005248192-2021-00115 follow up report 1, 3005248192-2021-00443, 3005248192-2021-00445, 3005248192-2021-00508, 3005248192-2021-00509, 3005248192-2021-00510, 3005248192-2021-00511, 3005248192-2021-00512, 3005248192-2021-00513, 3005248192-2021-00514, 3005248192-2021-00515, 3005248192-2021-00516, 3005248192-2021-00517, 3005248192-2021-00518. 3005248192-2021-00519 3005248192-2021-00520 3005248192-2021-00521 3005248192-2021-00522 3005248192-2021-00523 3005248192-2021-00524 3005248192-2021-00525 3005248192-2022-00013 3005248192-2022-00014 3005248192-2022-00015 3005248192-2022-00018 3005248192-2022-00020 3005248192-2022-00021 3005248192-2022-00022 3005248192-2022-00025 3005248192-2022-00026 3005248192-2022-00027 3005248192-2022-00028 3005248192-2022-00029 3005248192-2022-00033 3005248192-2022-00034 3005248192-2022-00035 3005248192-2022-00036 3005248192-2022-00037 3005248192-2022-00038 3005248192-2022-00039 3005248192-2022-00040 3005248192-2022-00041 3005248192-2022-00042 3005248192-2022-00043 3005248192-2022-00058 3005248192-2022-00059 3005248192-2022-00060 3005248192-2022-00061 3005248192-2022-00062 3005248192-2022-00071 3005248192-2022-00072 3005248192-2022-00073 3005248192-2022-00074 3005248192-2022-00075 3005248192-2022-00076